Manufacturer narrative:
The reported event of low sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited low sensing. The lead was removed and replaced. The patient was in recovering condition.